Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "air in line" alarms. To further investigate, a functional and accuracy test were performed. Customer problem was duplicated. The air detector failed during testing and will be replaced during the repair process.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis pump, the pump exhibited air in line error. No patient injury reported.